Event description:
User facility medwatch report #(B)(4) was received. A copy of the report will be included with this report. This is 2 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The brand name was corrected from t25 locking screws to 4.0mm ti locking screw w/t25 stardrive 36mm for im nails.

Manufacturer narrative:
(B)(4). The design is adequate for its intended use and did not contribute to this complaint condition. The most likely cause for this complaint was excessive shear or bending forces causing the screw to break. Therefore, this complaint is invalid from a design perspective.